Manufacturer narrative:
The company rep examined the system and the customer's handpiece and did not find any problem. The system was then tested and met all product specifications. Additionally, the surgeon stated he did not believe the reported burn was due to system. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A surgeon reported that a pt experienced a corneal burn during the sculpting phase of a cataract extraction procedure. The surgeon indicated the tip of the handpiece was blocked. The case was converted to an extracapsular cataract extraction with lens implantation. Add'l info provided from the surgeon indicated the pt is doing well and has slight residual astigmatism due to the sutures; however, the astigmatism is expected to improve with suture removal. The surgeon reported that the event was not related to an alcon product. Add'l info has been requested.